Event description:
The customer reported a blood glucose level as high as 385 mg/dl. When the pod was removed, the customer noticed that the cannula was bent. The pod was worn for less than a day.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.